Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, g3, g6, h1, h2, h3, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the luer hub on a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was found cracked during an inflation within the patient and the device could not be used. A 5mm x 15mm non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a renal artery stenosis. The device was stored and handled per the instructions for use (IFU). There was no damage to the device packaging prior to opening the device. There was no difficulty connecting the syringe to the luer hub prior to observing the crack. The balloon was not partially inflated when the malfunction occurred. The device was able to be removed from the patient easily and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the luer hub on a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was found cracked when flushing the device and the device could not be used. There were no reported injuries to the patient. This was during a procedure to treat a renal artery stenosis. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the luer hub on a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was found cracked during an inflation within the patient and the device could not be used. A 5mm x 15mm non-cordis stent was used as a replacement. There were no reported injuries to the patient. This was during a procedure to treat a renal artery stenosis. The device was stored and handled per the instructions for use (IFU). There was no damage to the device packaging prior to opening the device. There was no difficulty connecting the syringe to the luer hub prior to observing the crack. The balloon was not partially inflated when the malfunction occurred. The device was able to be removed from the patient easily and remained in one piece during its removal. The stent was still attached to the delivery system upon removal. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 5x15/142p pkg¿ was received for analysis inside of a clear plastic bag. The device was unpacked for product testing, with a focus on the luer hub, which showed no signs of damage. However, a kink was observed approximately 14 cm from the proximal end of the device. The stent was properly mounted in its manufacturing condition and not expanded. The balloon was not inflated and retained its manufacturing pleating. Upon inspection of the luer hub using a vision system, a crack was detected that was not visible without magnification. The cracked area on the hub showed evidence of fatigue striations, which are commonly associated with damage caused by material tensile overload. Therefore, it is assumed that the hub material was subjected to a tensile force that exceeded its yield strength, leading to the crack. The reported ¿luer hub cracked¿ condition was observed during magnification with a vision system. However, the exact cause of the reported event cannot be conclusively determined. Microscopic analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. Handling of the product and procedural factors likely contributed to the event reported as overtightening has been known to cause cracks in luer hubs. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available, nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.